Event description:
The report stated that during a gastrectomy, the ligasure max handpiece did not seal the pt's tissue. Another ligasure max handpiece was used for the surgery.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.